Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages when attempting to load a cartridge. Reportedly, the cartridge was filled with 100 units of insulin. Subsequently, contact was unsure of the amount of times the message had occurred; however, reported returning back to the "filing the cartridge" screen multiple times. The customer reported blood glucose (bg) level was not impacted; and reported bg level was in the 200's (mg/dl) range.